Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a low blood glucose level of 46 mg/dl. Customer treated with food. Customer was not admitted as an inpatient for medical treatment. Customer was using the correct priming technique. Customer overbolused and was advised to speak to their health care professional regarding the low blood glucose levels. Customer was advised to monitor the pump. No further assistance needed.